Event description:
(B)(4) clinical study. Same case as: 2134265-2013-05285. It was reported that post a percutaneous coronary intervention, a myocardial infarction occurred. Target lesion #1 was located in the 1st rpl (cass site #9) with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.50 mm. It was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Target lesion #2 was located in the distal lad (cass site #14) with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.50 mm. It was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Post index procedure elevated cardiac enzymes consistent with myocardial infarction were noted. No action was taken regarding the event. Then, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device s a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).